Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 12/28/2016 resulted in defect found and the event was determined to be reportable. The most likely root cause is black chemistry due to improper storage.

Event description:
Consumer complaint of e-5 error; test strip error, very high blood glucose result. The e-5 error occurred when the blood sample was absorbed. During the call on (B)(6) 2016, it was verified that the customer may have double dipped her test strip into her blood sample. The customer felt well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood tests performed during call on (B)(6) 2016 produced result of e-5. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date was undisclosed. An adverse event was not reported at time of call on (B)(6) 2016.